Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combisets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
An unknown contact from a hemodialysis (hd) user facility reported to fresenius via fax that a patient blood loss event occurred due to the tubing being shorter on the combiset bloodlines. Multiple follow-ups were performed with the clinical manager (cm) from the user facility; however, minimal details were able to be provided. The cm said the bloodline clotted towards the end of treatment (exact timeline not defined). The cm stated there were venous pressure alarms, and high transmembrane pressure (tmp) alarms. The patient experienced an estimated blood loss (ebl) of 100-200ml due to the event. It was unknown if the patient completed treatment. The cm said the patient did not experience any adverse effects or require medical intervention due to the blood loss. No sample was available to be returned for evaluation. The lot number of the combiset was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An unknown contact from a hemodialysis (hd) user facility reported to fresenius via fax that a patient blood loss event occurred due to the tubing being shorter on the combiset bloodlines. Multiple follow-ups were performed with the clinical manager (cm) from the user facility; however, minimal details were able to be provided. The cm said the bloodline clotted towards the end of treatment (exact timeline not defined). The cm stated there were venous pressure alarms, and high transmembrane pressure (tmp) alarms. The patient experienced an estimated blood loss (ebl) of 100-200ml due to the event. It was unknown if the patient completed treatment. The cm said the patient did not experience any adverse effects or require medical intervention due to the blood loss. No sample was available to be returned for evaluation. The lot number of the combiset was unknown.